Event description:
It was reported to philips that the device had a therapy test failure. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy capacitor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The customer ordered a replacement therapy capacitor to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.